Event description:
It was reported that the patient with this implantable pacemaker device was fell and broke ankle. Patient was wondering if passed out and if it was a blip with the device. Boston scientific technical services (ts) referred patient to physician. This device remains in service. No adverse patient effects were reported.